Event description:
Hemovac drain tube had cracked open at the bifurcation of the bulb and the tubing. Drain had been placed (B)(6) 2012. Drain was removed promptly so tube would not break off and slip into wound.